Event description:
Coiling treatment of a p-comm aneurysm. It was reported while catheterization the marksman catheter beyond the aneurysm via transcend ex guidewire, the guidewire looped round the wall of the aneurysm and up into the mca. Subsequently, the patient's blood pressure rise and contrast angiography showed the aneurysm had ruptured. The physician coiled the aneurysm with 4 coils and the bleed stopped. While delivering another coil into the aneurysm, half of the coil was implanted and it became difficult to introduce the rest of the coil into the aneurysm. While manipulate the coil inside the aneurysm, the coil stretched. The catheter was removed and the coil was cut at the femoral puncture site. The case was ended and the patient subsequently expired.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation.(B)(4).